Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the right ventricular lead exhibited undersensing, and high pacing impedance. Repositioning of the lead was attempted; however, the lead failed to sense. The lead was not used and a new lead was implanted. The patient was in stable condition post-procedure.